Event description:
Customer reported to beckman coulter, inc. (Bec) that there was an acid smell coming from the reagent carousel of the unicel dxc 600 synchron system. Customer reported that she could see liquid in the bottom, but could not determine where the fluid was leaking from. There was no report of erroneous results generated or reported outside the laboratory. There was no report of adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) checked both upper and lower carousels and found residue on the lower carousel. The fse checked the drip tray and drainage tubing, and found slight bit of fluid in the lines, but no leak. The fse determined that the residue on the lower carousel might have been reagent that was accidentally spilled. The fse wiped down carousel and asked customer to monitor for any leak. To date, customer has not contacted regarding any reagent leak or acid smell.

Manufacturer narrative:
Bec is filing this MDR even though the fse did not find any leak. Bec is unable to determine if upon recurrence, the leak reported by the customer would cause or contribute to death or serious injury. (B)(4).